Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were two unprogrammed boluses in the pump's history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 28-jun-2019 with the following findings: a review of the pump bolus history for (B)(6)2015 did not show either of the reported bolus amounts. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. No unprogrammed boluses occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus performed successfully and both accurately recorded in the pump history. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of a history settings issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.